Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy, in drain cycle 3. The patient had disconnected from the set, and then reconnected. (B)(4) explained that the error indicated a large amount of air had entered into the disposable set. (B)(4) then had the patient cycle power and advised them to finish therapy with manual supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during drain 3 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).